Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested, but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. The most likely cause of this type of event includes entangling the suture which can create another knot while deploying the insertion spears, inadvertent fraying or nicking the suture and/or an improperly tied knot. This is the first complaint of this type for this part/lot number combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device remains implanted in patient.

Event description:
It was reported that during a repair of a meniscal tear, the knot didn't advance after implanted. Surgeon had to cut out. The implant was successfully implanted into the meniscus. The surgeon properly inserted both anchors into the meniscus and properly removed the device from the joint. As the surgeon pulled the suture to advance the knot to the meniscus, the knot tightened and locked into place prematurely. The cutter would not advance the knot, and the surgeon had to resort to cutting the implant out of the meniscus. Further investigation revealed that implants were not retrieved. The surgeon cut the suture up to the meniscus and left the anchors in the tissue. The suture was retrieved but not saved.